Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 30aug2019. The manufacturer's field service engineer (fse) confirmed o2 sensor expired and extended self testing (est) would not pass. Fse replaced the sensor to resolve this issue. The unit passed performance verification tests when repairs were complete. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Customer reported missing o2 sensor. No patient/user harm reported.